Manufacturer narrative:
Lot #: suspect lot 60140578 and 60154218. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from middle port. The leaks were discovered after compounding with unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The suspect lot 60140578 was manufactured between august 6, 2018 and august 7, 2018. The suspect lot 60154218 was manufactured between october 15, 2018 and october 16, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.